Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius custom combi set that was observed sucking air immediately upon the start of a patient treatment. The fresenius hemodialysis machine used for treatment sounded an air detected alarm as expected. The patient¿s blood line and dialyzer were changed, and with an estimated blood loss to the patient of 200ml. It was confirmed that nothing was noticed during prime. The patient was set up with new supplies, and completed treatment on the same machine with no injury or medical intervention. It was confirmed that the sample device was available for return to the manufacturer. Due diligence attempts were exhausted, but additional information was not provided. If additional information is provided, a supplemental report will be submitted.